Manufacturer narrative:
Concomitant medical products: dvfb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was removed and replaced due to infection. N o further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the pocket was thinning, and the physician decided to extract the ICD system before it eroded and caused an infection.